Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five events were reported for this quarter. Four devices were received. Three events were duplicated during testing. Two devices were affected by compromised lubrication. One device was affected by corrosion and compromised lubrication. One device evaluation is in progress. One device was available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events, in which the device overheated. Four reported events had no patient involvement; no patient impact. One reported event had patient involvement with no patient impact.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, in which the device overheated. 4 reported events had no patient involvement; no patient impact. 1 reported event had patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: manufacturer's evaluation. 2 previously reported events are included in this follow-up record. Product return status: 1 device was received for evaluation. 1 device was not available to stryker for evaluation. Evaluation status: 1 event was confirmed during testing. 1 device was found to be affected by broken down lubrication. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.